Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold and low sensing. The rv lead was explanted and replaced. The patient was in stable condition.